Manufacturer narrative:
The customer¿s product has been returned and investigation is pending at this time. A follow-up report will be filed once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reports while charging their adc device overnight, the charging cable was "burnt" and "melted". Customer further reports fire from their device. No further details are available at this time. There was no report of smoke, explosion, or shock. It is unknown at this time if the charging cable and adapter used was the cable and adapter supplied by adc for use with the libre device. There was no report of death, serious injury, or mistreatment associated with this event. Issues involving thermal events occurring with adc freestyle libre and libre 2 readers is associated with report of corrections and removal number 2954323-02/09/23-001-c, submitted to the FDA on 09-feb-23. Adc field action fa1005-2023 was issued to the us 09feb23.

Event description:
Customer reports while charging their adc device overnight, the charging cable was "burnt" and "melted". Customer further reports fire from their device. No further details are available at this time. There was no report of smoke, explosion, or shock. It is unknown at this time if the charging cable and adapter used was the cable and adapter supplied by adc for use with the libre device. There was no report of death, serious injury, or mistreatment associated with this event. Issues involving thermal events occurring with adc freestyle libre and libre 2 readers is associated with report of corrections and removal number 2954323-02/09/23-001-c, submitted to the FDA on 09-feb-23. Adc field action fa1005-2023 was issued to the us 09feb23.

Manufacturer narrative:
Reader (B)(6) has been returned and investigated. Visual inspection has been performed on the returned reader and damage usb port was observed. The damage observed to the plastic channels is likely the result of usb cable melting the plastic leading to the pins within the usb port to be misaligned and results in the port not functioning as intended thus the usb port to no longer functioning as a result. Melted plastic on the usb port was observed. Burn marks on the usb cable was observed. The returned reader was further investigated and observed a damaged usb port and cable rendering the usb port and cable unusable which was used for charging and connection to pc. Visual inspection has been performed and observed the damage was such that there were no shorting pins that would cause any excess of current to flow. Thus, the damaged usb port did not contribute to the customer's complaint. The returned battery voltage was measured, and a power consumption test was performed, and both were within specification. The current draw on the returned reader was within specification. Reader was also monitored under thermal camera during operation, where no abnormal hot spots were observed. The customer did not return the adapter. Visual inspection has been performed on the usb cable and observed damage leading to unable to performed a continuity test on the returned usb cable using cable tester due to deformation of the micro-usb connector. Therefore, the issue is not confirmed to use. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The dhrs (device history review) for the libre reader and verification of correct cable and adapter were reviewed. The dhrs showed that the libre reader passed all tests prior to release and the correct cable and adapter were part of the kit pack. If partial product is returned, the case will be re-opened, and a physical investigation will be performed. All pertinent information available to abbott diabetes care has been submitted.